Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the valve migrated to the left ventricle. Two snares were used to pull the valve up. The valve was pulled out of the annulus and up to the sinotubular junction (stj) level. It was reported that two valve crowns bent over during this time and dissected the ascending aorta. Subsequently, a second transcatheter bioprosthetic valve was implanted and an endoluminal graft (elg) was placed to seal the dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: in this event, two snares were used and the valve was pulled out of the annulus and up to the sinotubular junction (stj) level. During this process, it was reported that two valve crowns bent over and dissected the ascending aorta. Without a review of the implant angios, the bent crowns cannot be further assessed to determine root cause. Cardiovascular injury, such as dissection or ascending aorta trauma, is also a potential risk in the instructions for use (IFU). In this case, the dissection of the ascending aorta was reportedly caused by the bent valve crowns. However, this cannot be confirmed based on the information provided. It should also be noted that per the IFU, ¿once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ the device history records for the valve and frame records were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.